Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The history log for this device showed that the pad-pak was first successfully installed by the user in (B)(6) 2010 and performed to specification upto the (B)(6) 2011. The device failed multiple self-tests due to a low battery between (B)(6) 2011 and (B)(6) 2012. Multiple manual power ups of 10 minutes duration were observed in the device memory between april and (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. Voltage fluctuation may have been caused by the pad-pak not being properly seated in the device,a partially depleted pad-pak may have been installed or intermittent failure of the battery pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.